Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
The investigation into the battery pack associated with this complaint is underway and the root cause is not currently known. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.